Event description:
The patient was transferred from a rehab facility to this facility on [date redacted] for altered mental status and confusion. The patient had a total knee replacement approximately ten days prior at another facility. On admission, the patient was diagnosed with acute renal failure, possible sepsis, and rhabdomyolysis. The next day, patient care assistants were giving the patient a bath when they noticed a "small silver wire with a dirty bandage around it". The nurse was informed and immediately called the attending physician. The first facility was contacted by our staff, and it was discovered through documentation that the patient had an "anesthesia nerve block" for his knee replacement procedure. Facility that performed the surgery documentation revealed the "femoral nerve block was out on [date redacted]". The patient was complaining of pain at the site. The physician attempted to remove the retained object at bedside but was unsuccessful. The patient was sent to interventional radiology to have the retained object removed.